Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an interventional endovascular treatment (evt) procedure with a 7f sheath. The marker lumen was successfully pre-flushed with saline prior to use. Reportedly, after the device was advanced into the anatomy, no blood flow was observed coming out of the marker lumen. The guidewire was reinserted, an angiogram was performed, and the prostyle device was reinserted. However, blood flow was still not observed coming out of the marker lumen. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to marker lumen obstruction of flow include, but not limited to, under insertion, clogged marker port / lumen, improper insertion angle. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.